Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy all over the body, legs, breast, back, and arms. There was no alleged device malfunction contributing to rash. The patient¿s physician prescribed cortisone for the rash. Follow up indicated that the rash improved.